Event description:
It was reported that the max dose rate on the 9600 system exceeded 20r/min. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dose rate was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.